Event description:
It was reported that when using the bd pyxis¿ medbank mini, touchscreen failed. Unable to click on any button in the cr app once logged on. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the touchscreen was failed. However. A field service engineer found that the touchscreen was not functioning, and multiple reboots did not restore operation. Cables were reseated and drivers were reinstalled without resolution. The touchscreen monitor was then replaced, after which full touch functionality was restored. The system functioned as intended after the field service engineer repaired the device.